Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the display screen is scratched. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: no activity outside of normal use was observed in the download history. The display lens was observed to be heavily scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.